Manufacturer narrative:
No relevant error found; no repair documented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that a one-time failure of x-ray via footswitch occurred; subsequent runs were successful on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.